Manufacturer narrative:
Incorrect patient identifier used ((B)(6)). Submitting correction report with correct patient identifyer ((B)(6)).

Manufacturer narrative:
Analysis cannot be performed, and root cause cannot be identified. No lenses were returned for evaluation and no lot number reported. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient had lenses instilled in the eye by a store member during a diagnostic fitting. The store member states that they had to make three attempts to remove the lenses from the patient's eye; however, the patient was well. The patient states that during lens removal the store member injured the left (os) cornea. After experiencing eye pain, photosensitivity and dryness, the patient sought follow-up medical care and was diagnosed with corneal erosion and was treated for a corneal epithelial abrasion. The patient was prescribed hylecomod at, hylogel, floxas and a bandage lens. The patient was seen for several follow-up visits, the health care provider "is" considered that the patient will experience recurrent epithelial erosion. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to an unknown resolution and potential for permanent injury.